Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient had the device explanted at an unknown date. No further information was provided to the manufacturer.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight and event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.